Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
It was reported that crown and abutment screw (iunihg) were loose, crown was removed and new abutment screw was placed.

Manufacturer narrative:
One hexed screw was returned for inspection. A visual inspection revealed that the threads, cylinder, and screw head were worn, indicating use. The screw was functionally tested with the returned abutment and also with an abutment from stock, both into a stock implant. The hex interfaced normally and did not slip during the testing. The screw managed to retain both abutments and functioned as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instrm rev. C (9/16) ¿ biomet 3i restorative manual. The restorative manual identified the proper procedure for screw placement and installation as well as recommended torque values. The recommended torque value for the certain gold-tite hexed screw is 20 ncm. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.